Event description:
It was reported that (3) devices were used during a colon resection. It was reported by the rep that the or nurse manager gave rep the three enclosed tct75's, and said that they did not work properly. The or nurse was in the case, and after the first instrument would not fire, the or nurse opened another, and then a third. The rep asked the or nurse if they tried to switch the reload, as opposed to getting a new tlc, and the or nurse said they did, and that didn't make it work either. Apparent problem is the instrument would not fire. Staples do appear to have formed in instrument, however. There was no consequence to the patient.